Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on unknown date. Blood glucose reading was unknown. It was unknown that customer using auto mode feature active at the time of event. The customer stated that insulin pump was not gave any alert or warning when there was an occlusion and cannula was bent and that it did not deliver insulin. The insulin pump and reservoir will not be returned for analysis.